Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 466 mg/dl. The customer was treated with insulin pump. The customer found large air bubble along the tubing length. Customer successfully removed air bubbles during troubleshooting. The product was not returned for analysis.